Event description:
It was reported that pump screen was dark and would not turn on, while pump showed red light around button and vibrated at least once every three minutes. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to repeatedly press center button with proper support, remove pump from case, and place pump into storage mode before return, and then planned to use multiple daily injections as backup therapy while awaiting replacement pump, with understanding that pump settings and continuous glucose monitor connection would need to be set up again on replacement pump.